Event description:
According to the reporter, a bravo capsule failed to detach. There was a tear in patient esophagus but no intervention required. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. This bravo user has been using this procedure for 5 years. The vacuum source was medela and the vacuum pressures before the procedure was 550 mmhg. There was no lubricant used to facilitate capsule placement. The delivery system and capsule would be returned to given. The patients' esophagus was torn.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by investigation personnel. One delivery device and capsule was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification. The customer reported that the capsule failed to detach. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The reported complaint mode will be utilized for trending purposes. No corrective action is required, because no failure mode was identified, since the product tested satisfactory. This unit does not meet the requirements for a manufacturing or service failure therefore; a device history review or service history review is not required. If information is provided in the future, a supplemental report will be issued.